Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no audio output and a hypoglycemic. The patient's mother reported that the patient's sugar went too low and did not hear the alarm on the continuous glucose monitor (cgm). The patient's mother called 911 and when the emergency medical technician (emt) arrived, they placed the patient on a sugar drip through intravenous (IV) therapy. The patient's sugar came back to the appropriate range and was not transported to the hospital. The patient was in stable condition and was left at home. At the time of contact, the patient was feeling normal. No additional patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.